Manufacturer narrative:
Concomitant medical devices: patient discharge medications include but are not limited to: amlodipine (norvasc), cefepime, enoxaparin (lovenox) metronidazole , (flagyl, vancomycin , oxycodone (roxicodone) , sodium chloride 0.9 % , heparin flush (porcine) , chlorhexidine. Additional device associated with event: (B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the instructions for use (IFU), the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in the following patient etiologies: mycotic aneurysms, genetic connective tissue disease (e.g., marfans and ehlers-danlos syndrome), previous stent or stent graft or previous surgical repair in the descending thoracic aortic area additionally, the IFU specifies, the gore® tag® thoracic endoprosthesis is intended for endovascular repair of all lesions of the descending thoracic aorta, including: isolated lesions in patients who have appropriate anatomy, including: greater or equal to 20 mm non-aneurysmal aorta proximal and distal to the lesion.

Event description:
On (B)(6) 2015 this patient underwent reintervention of an open surgical procedure and for treatment of a right common iliac artery aneurysm. Embolization of the right internal iliac artery was performed and a gore excluder contralateral leg component was implanted in the right common iliac artery with coverage of the right internal iliac artery. The patient tolerated the procedure and was discharged with no reported complications on (B)(6) 2015. On (B)(6) 2015, the patient underwent treatment for a mycotic thoracic aortic aneurysm (taa) and two conformable gore tag thoracic endoprostheses were implanted with the most proximal device landed within a cloth graft. The patient tolerated the procedure and was discharged on (B)(6) 2015 to a skilled nursing facility. The event was reported to be not related to device or procedure on (B)(6) 2016, the patient underwent treatment for a mycotic thoracoabdominal aortic aneurysm (taaa) due to continued degeneration of the aorta and an additional graft was used to treat the distal segment of the taaa. The patient tolerated the procedure and was discharged to a skilled nursing facility on (B)(6) 2016. The event was reported to be not related to device or procedure. On (B)(6) 2016, the patient underwent treatment for a proximal type I endoleak reported to originate from the most proximal cloth graft that had been used as the proximal landing zone and an additional endograft was placed proximally. The patient tolerated the procedure.